Manufacturer narrative:
Cutera reviewed clinical guidance for treatment of scars to the device operator. Not a device performance complaint.

Event description:
The full thickness burn injury (<1% tbsa with eschar formation) on a abdominoplasty incision scar that required professional wound management during the skin healing process. The depth of burn is high risk for healing with scar formation. There is not a device performance complaint associated with the clinical event. Burns are a known and well documented risk of the procedure. Specific information about the treatment technique and scar sensibility to hot / cold temperatures.

Manufacturer narrative:
Cutera sent clinical guidance for treatment of scars to the device operator for review. Cutera has made multiple attempts to contact the device operator to obtain specific treatment information. Cutera will continue to make attempts to contact the device operator to discuss the treatment technique and scar assessment for decreased sensation / numbness. The decreased sensation / numbness of abdominoplasty scar is a common side effect. Scars with decreased sensibility to hot temperatures are at a higher risk of burn injury. Not a device performance complaint.

Event description:
The full thickness burn injury (<1% tbsa with eschar formation) on a abdominoplasty incision scar that required professional wound management during the skin healing process. The depth of burn is high risk for healing with scar formation. There is not a device performance complaint associated with the clinical event. Burns are a known and well documented risk of the procedure. Specific information about the treatment technique and scar sensibility to hot / cold temperatures.